Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had surgery on (B)(6) 2016. Patient presented post op with light sensitivity, dryness, blurred vision (near and distance), corneal haze, corneal inflammation and mild superficial punctate keratitis (spk) secondary to dry eye. Surgeon decreased predforte from 4 times a day to 2 times a day. Patient is ok to begin soft contact lens daily wear (scl dw). Patient reported there is no difficulty when driving, no glare problems and no night vision problems. Corneal inflammation is resolving. Patient pre-op refraction: right eye (od) sph (-5.00) cyl (-1.25) axis (103) visual acuity (20/25), left eye (os) sph (-4.75) cyl (-1.00) axis (087) visual acuity (20/25). Post op 1 month: od sph (-1.50) bcva 20/20, os sph (-1.00) bcva 20/20.